Event description:
It was reported that the patient was seen in the emergency room because of a patient alert that was triggered due to a sudden rise in impedance and high impedance on the svc coil. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.